Manufacturer narrative:
The device history records (DHR) evaluation was reviewed and the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned by customer.

Event description:
It was reported by the caregiver that the balloon burst within one hour of placement. The child was recently sized and switched from a 1.2 to a 1.5 stoma length. However, she had a difficult time replacing the tube because the stoma was so narrowed. The caregiver took her child to the emergency room and they were able to place the tube after multiple attempts. The stoma did not fully close. No additional information was provided in regards to the patient's status.